Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 465 mg/dl. The customer had not treated their blood glucose at the time of the call. The customer stated that they received a no delivery. The customer states that the drive support cap is recessed. The customer was unable to troubleshoot at the time. The customer did not return the product back for analysis.